Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The loaner process is underway, however the facility has requested several changes to the terms of the loaner agreement which are still in review. Corrective actions are in progress for this issue.

Manufacturer narrative:
(B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Through follow-up communication, (B)(4) learned that the device is placed inside the operation theatre an estimated 8 feet from the surgical field during use, with the rear of the device directed away from the patient. It was also reported that the device has been cleaned according to the instructions for use for the past 2 years. The customer has requested that the device be returned to (B)(4) for deep disinfection. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.